Event description:
It was reported that during a balloon kyphoplasty procedure, one of the balloons ruptured. The balloon was inflated to 250 psi and as the cement was being injected on the opposite side, the physician decreased the balloon pressure to 150 psi. Shortly after this occurred, the balloon reportedly burst. No patient complications were reported in association with this event.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.